Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the ground broken, "ground roto"; this condition had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken ground, "ground roto" was confirmed during product evaluation. This condition was caused by a broken ac power cord that was cracked due to excessive force and mishandling. The ac cord was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.